Event description:
Left a lot of tampon behind vagina foreign body in reproductive tract tampon fell apart device breakage went to pull it out it came apart. Left a lot of the tampon behind complication of device removal consumer reported via ratings and review site that the tampon came apart when she pulled it out, and pieces were left behind. No serious injury was reported.